Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. -

Event description:
Caller reported a patient lab sample drawn at 06:12 was 82 mg/dl. Reported inform system blood glucose result at 06:37 of hi, which on the system indicates a result in excess of 600 mg/dl, and 85 mg/dl at 06:43. Patient treated based upon lab result. Reported no adverse event. A request was made for the return of the strips.